Manufacturer narrative:
No conclusion code available; the reported field events of an inability to communicate with the device and backup vvi were confirmed in the laboratory. The cause of the loss of communication was found to be due to an anomalous component that caused periodic current spikes in the hybrid. The cause of the communication anomaly as well as reset was caused by the battery voltage collapse. The root cause of the anomalous component is believed to be due to exposure of the device to MRI.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented due to aneurysm and had an MRI. Post-MRI, the device was found to be in backup vvi mode. Upon attempting a firmware download, communication with the device could not be maintained. A second programmer was attempted but communication could still be not maintained. The device was explanted and replaced.